Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was in a lot of pain and it felt like the wires in his back were "raking" against his spinal cord. The healthcare provider (hcp) did an x-ray in 2008. The patient stated the hcp indicated that he had 6-8 loose wires but that should not be a problem. The patient wanted the device removed and had been working with workman's compensation for a resolution. The patient was in the process of locating a new hcp to remove the system. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.